Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, there was problem loading the device. The handle was not able to recognize the reload and there was problem loading the reload onto the adaptor even it was exchanged for another one; it still did not work. The surgeon was not able to press the green button and the stapler did not fire. It was also noted that the jaws of the device locked on tissue and the doctor managed to unlock and remove it, replacing the complete kit. There was no patient injury.